Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic total occlusion target lesion was located in the tibial vessel. A 300cm 0.014 journey¿ guide wire and 0.018 non bsc support catheter were advanced to the lesion however, when the physician tried to pull the support catheter out, the tip of the guide wire fractured off into the tibial vessel. The physician successfully removed the detached tip from patient by using a forceps. The case was aborted. No additional patient complication were reported. The patient's status was stable.